Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2023-00571. Further evaluation of the event confirms that the report was submitted under the incorrect manufacturing number. The reported event is captured in 0002023141-2023-02708. The following sections are being reported: h2: if follow-up, what type. H10: additional narratives/data.

Event description:
No additional or corrected information to report.

Event description:
It was reported patient was seen by his dentist for restoration and dentist noted that the implant was mobile. Upon viewing x-ray noted bone loss and peri-implantitis was noted at exam. It was reported that the implant at tooth 31 was removed due to peri-implantitis. Symptoms as a result of the event: bone loss.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight unknown / not provided. Initial reporter: last name unknown/not provided. Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.